Manufacturer narrative:
A ge svc rep performed an onsite investigation. The circuit breaker on the back of the workstation was reset. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.